Manufacturer narrative:
Insulin pump alarmed unexpected restart after battery change. Device pending for final testing. Replacing connector on interface board. Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a self test then an unexpected restart alarm after changing the battery. Customer's blood glucose was 75 mg/dl. During troubleshooting, found the time was reset, the reservoir indicated empty when it was not. Unexpected restart alarm was recurring during normal use. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.